Event description:
It was reported that the patient was having a reaction to the device. Significant swelling was seen in the pocket, and infectious processes were ruled out. The device was explanted and not yet replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.